Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not cycling the cartridge. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer changed out supplies and resumed insulin to address the occlusions and their elevated bg.